Manufacturer narrative:
The event of lymphoma-alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports "the tissue sample is being tested. Bia-alcl is suspected." No biomarkers have been provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient anxiety.

Event description:
Regulatory affairs headache/ migraines, shoulder pain, problems with immune system, skin rash, discomfort in breast and shoulder, back and neck pain, "symptoms of the breast implant illness were triggered by the silicone and other substances," unspecified "flare-up my face and breast," shortness of breath, coldness and numbness in arms and hands, and "product recall from allergan and these were taken off the market because they are related to a rare type of lymphoma cancer." Patient sought treatment with a physical therapist to address shoulder pain. After explant surgery, capsular contracture, baker grade IV and inflamed breast tissue was diagnosed. Events of "shortness of breath," breast implant illness and "arms and hands often became numb and cold" are not related to the implant. This represents the left side.